Manufacturer narrative:
(B)(4). Concomitant medical products: biomet bc r 1x40 us. Item# 110035368. Lot# 004cac2505. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3006946279-2022-00059, 3006946279-2022-00065.

Event description:
It was reported that the patient underwent an initial left knee arthroplasty. Subsequently, the patient underwent revision due to infection, approximately three (3) months post-op. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Product was not returned or pictures not provided. Device evaluation could not be performed. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. The review of the sterilization certificate indicates that the products were sterilized according to the specification. This device is used for treatment. Medical records were not reviewed as they were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.